Manufacturer narrative:
The MFR's service rep performed an on-site investigation. Maintenance was performed and a part was replaced. No additional info is available.

Event description:
The customer reported that a part needed to be replaced. No pt injury was reported.